Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the lobe was distorted/bent, there was blood in. On the lobe mechanism, and there was apparent explant damage.

Event description:
It was reported that during the implant of the left ventricular lead, the lobes of the lead apparently "stopped deploying" and possible contamination of the product occurred. The lead was removed and replaced. No patient complications were reported as a result of this event.